Event description:
Unomedical reference number (B)(4). Event occurred in canada. On (B)(6) 2023, the patient's father reported that her 11-year-old daughter faced an occlusion this morning. Since lunch, she experienced high blood glucose level. Therefore, her father changed the site at 04:00 pm (approximately) and the site location was her buttock. They tried to treat it with correction bolus via pump. Roughly, around 05:00 pm, they checked the ketone level (1.3 mmol/l) and blood glucose level (28 mmol/l). Further, at 05:20 pm, her blood glucose level was 30 mmol/l and ketone was 1.8 mmol/l. They panicked and wanted to do an injection. At, 06:20 pm, the blood glucose level came down to 23.1 mmol/l and ketones to 1.2 mmol/l. No further information available.